Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has been smoking and filling the room with smoke. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.